Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was difficulty recharging and the controller indicated a ¿no device found¿ (16) message on the screen. The patient reported that they were unable to charge the implant. Troubleshooting was initiated but the issue remains unresolved. Ps reviewed ins maybe discharge and reviewed process to get ins out of discharge. The patient reported that they were unable to establish recharging and unable to connect to implant to charge. No patient complications have been reported because of this event.